Event description:
Smith and nephew sales representative, stated a customer experienced a "white flakey substance" coming off the cannula. During the procedure the surgeon was able to retrieve the piece from the patient resulting in a 45 minute delay. No patient injury was reported for this case.